Manufacturer narrative:
The ge service rep determined that the batteries are not holding change. He replaced the system batteries. On boot up he received a battery charge at 112%. The rep let the system batteries charge for 2 hours and then adjusted the battery voltage. The system boots up with no warning messages. During testing it displayed a hlf overtime error message after any film shot taken. It was replaced and he calibrated the filament driver pcb using proper esd measures. There was difficulty communicating to system but finally was able to. The system is now functioning as intended.

Event description:
The customer reported there was a regulator failure on the control panel and a low ma indication. The tech rebooted the system and then increased the ma technique. No pt injury was reported.